Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was found to be in a safety mode status. This device was then explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in a safety mode status. This device was then explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.